Manufacturer narrative:
Correction to d4: serial number corrected to (B)(6). The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. During outpatient follow-up on april, the event was reviewed and inappropriate shock delivery due to noise was confirmed. Programming changes is planned at the next follow-up visit. Currently, this product remains in service and no additional adverse patient effects were reported. Additional information received reported that the patient presented to the emergency room (ER) and a field representative was paged to evaluate the s-ICD system after the report of a subsequent inappropriate shock due to oversensing. The sensing vector was reprogrammed from primary to alternate, and the patient was placed under observation. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing noise. During outpatient follow-up on (B)(6), the event was reviewed and inappropriate shock delivery due to noise was confirmed. Programming changes is planned at the next follow-up visit. Currently, this product remains in service and no additional adverse patient effects were reported.